Manufacturer narrative:
The complaint describing a leak on the headset cannot be verified. The headset meets product specifications. The two returned (one used, one unused) headsets were visually inspected and tested for flow and tightness. All test results were within specifications.

Event description:
Patient reported the infusion sets have leaked insulin for 2 months and this has caused hyperglycemia of up to 300 mg/dl. The infusion set self-adhesive is often wet, and she believes the leak originates between the self-adhesive and cannula. She treats hyperglycemia via the infusion device and has not required treatment from a healthcare professional or second party to address the issue. The infusion sets were requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.